Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that the insulin pump was always vibrating and it was constantly giving her insulin. The customer¿s blood glucose was 65 mg/dl at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
No audio/vibrate anomaly/absence of alarm anomaly confirmed during testing. Device failed the active current test; overheating noted around battery compartment. Failures noted are due to moisture damage to the electronic stack. Device passed the self test, sleep current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test.